Event description:
During an intraocular lens (iol) implant surgery, a nurse reports the iol came out of the inserter rapidly and tore the central capsule. A vitrectomy was performed and the iol was placed in the sulcus. In follow up, the surgeon reports the outcome of the event as "good".

Manufacturer narrative:
The lens was not returned and remains implanted. The device was returned; slight stress was observed at the tip, but no damage or abnormalities were observed that would indicate a problem with the device. Product history records reviewed and all documents the indicate product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 8/27/08 by fax and mail. A completed questionnaire was received on 9/3/08.